Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer¿s blood glucose value was 241 mg/dl. The customer reported that they were able to clear the alarm and rewind the insulin pump. Customer was reported that insulin pump did not pass self test. The customer was advised that the insulin pump needed to be replaced and was advised to disconnect use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.